Event description:
It was reported that the 2800 system had a fast stop error message prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The table digital board was replaced during the service call. The system was tested and found to be working as intended and put back into service.